Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the pulse generator exhibited oversensing of the ventricular channel. No patient symptoms or additional information was reported.